Event description:
It was reported that multiple occlusion alarms occurred. Prior to troubleshooting with tandem technical support, the pump supplies were changed to address the issue. A system check with tandem technical support confirmed that the pump and cartridge functioned as intended and the occlusion was located in the infusion set tubing. Reportedly, customer changed the infusion set to address the issue and resumed insulin delivery. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose was 252 mg/dl.